Event description:
The left ventricular assist device (vad) on a bi-ventricular assist device (bi-vad) patient, implanted in 2003, developed a tear/crack in the outer layer of the pneumatic tubing between the vad housing and the y-connector. There is no air leak and the inner tubing is intact. This had no effect on the patient or the vad function. The affected area was wrapped with electrical tape, a section of stiff tubing was then placed over (covering the length of the graft) and secured with tiebands at each end. The patient continues to be supported.

Manufacturer narrative:
No further information is available at this time.